Manufacturer narrative:
According to the complainant the device will not be returned nor were user data logs received for investigation. We are unable to confirm the reported event or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's glucose levels were over 250 mg/dl while wearing a pod. A correction bolus of 2 units was programmed, and the mother confirmed the 2 units was displayed as the bolus amount to be delivered, however when the bolus history was reviewed, it indicated the bolus delivered was 0 units.